Event description:
On (B)(6) 2012, the reporter contacted animas to report that for three days the patient obtained low blood glucose readings ranging from 50 mg/dl to 60 mg/dl during the day, and he experienced the symptom of shaking. The patient noted no changes to his diet, exercise or pump settings. The pump's date/time setting was correct. No further troubleshooting of the pump, the patient's status prior to this event or treatment could be performed or further information obtained, as the call was disconnected and the technical support representative was unable to reach the patient by telephone. The patient's status, technique and pump settings were not known. As the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.